Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient is schedule for revision due to left knee femoral and tibial loosening, pain and instability.